Event description:
Vascular occlusion of right lower extremity; emboli to common iliac, internal and external iliac, and popliteal arteries. Ischemic right leg. Source of emboli unk. Echo found no atrial fibrillation or thrombus, no pt foramen ovale. Lvef 51%. History of cardiac disease or peripheral vasc occlusive disease unk. Angiojet dvx 6f used in right common, internal, external iliac arteries, 600 cc (10) min, "good results" but defect remained in popliteal artery. Angiojet advanced and applied but without resolution. Infused tissue plasminogen activator (tpa) 2 mg in popliteal artery. Angiojet advanced and applied but without resolution. Infused tissue plasminogen activator (tpa) over 2hr was planned and about to begin but they developed bradycardia (as low as 12/min) and hypotension. Was given IV atropine with hr to 40-50/min but bradycardia returned with low bp, poor pulse. Called code team. During "code" was given bicarb, atropine, epinephrine, intubated. External pacer applied with capture "good results." Temp internal pacer applied but only captured intermittently, thought possibly de to "acidosis". Arterial blood gasses samples first showed hemolysis, later showed acidosis. Apparently before any CPR, blood tested: acidotic, k 8.1 (timing uncertain) hct was 25% (was 43% prior to procedure). Resuscitation efforts discontinued after 2 1/2 hr. No autopsy was performed.